Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va11pmn, implanted: (B)(6) 2016, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The manufacturing representative reported that patient fell off ladder and landed on implant. Patient developed a hematoma around the implantable neurostimulator (ins). Patient was subsequently diagnosed with an infection, and the entire implant was removed. Device was replaced with new ins. Patient had history of back surgery. Patient was implanted for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.